Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following shunt implantation, the patient experienced an increased intraocular pressure (iop). It was noted that the aqueous humor was not draining. The shunt was explanted. Additional information has been requested.